Manufacturer narrative:
Concomitant medical products: 694965 lead, implanted: (B)(6) 2005. Evaluation summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was lead noise, along with an alert for a lead warning for pacing impedance. The right ventricular (rv) lead was explanted and replaced. It was further reported that the atrial lead was explanted and replaced per physician discretion. The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.